Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station needs drawer board swapped for failed drawer. A field service engineer swapped half height drawer to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was offline. The customer added that this malfunction occurred when trying to issue a medication to a patient. The customer indicated that they were able to retrieve the medication through pharmacy. There was causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.